Event description:
The report indicated that approximately two hours into bypass, foam was noted exiting the outlet of the device. Compromised gas transfer was observed by the clinician. The device was changed out with no pt injury.